Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the device lost air pressure in scope channel and had an intermittent poor scope image. In addition, it was noted, there was a faulty scope socket and the lamp had 400 or more hours. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source pump was losing pressure and had intermitted video and image static issues. Upon inspection and testing of the returned device, it was discovered the scope connector had poor contact. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of poor contact on the scope connector found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.